Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation it was reported that the patient had a fall resulting in pain at the implant site and lower back, specifically l3,l4, l5 area. The patient had discomfort/soreness/pinching/ache/pressure. The device was removed on (B)(6) 2022 and the issue was resolved.